Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the system was showing a pcoip error. This issue was noted outside of a procedure, and there was no patient involvement. Additional information was received stating the pcoip was not replaced and no system checkout was performed because the reported issue has not recurred. It was noted the system has been used in multiple cases some of which were over 2-hour in length without issue. It was also noted the error that was reported was a network connectivity error and most likely part of the initial boot up process.

Manufacturer narrative:
The pcoip zero client was returned to the manufacturer for analysis. Analysis found that while under analysis, the software rebooted multiple times. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.